Event description:
A us distributor reported that a monitor's response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the front and rear response buttons were not functional. The cause for the failure was that the front and rear response button cover and switch were missing. The root cause of the missing switch cannot be positively identified. No adverse event resulted from the damaged monitor.